Manufacturer narrative:
The fsca number is included in this report. The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on 3 may 2024.

Event description:
Additional information received indicates the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg displayed a "replace generator soon" message indicating the ipg is approaching end of life. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B5: additional information was added. H6: codes have been corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient's ipg had reached eol. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.